Event description:
It was reported, the catheter and pump were replaced prophylactically. It was reported the pump flipped in the pocket. Additional information reported to check the sutureless connector for fibrous build up.

Manufacturer narrative:
Analysis of the pump found no anamoly. Analysis of the catheter found the sutureless catheter had a tear in seal near guide ring.

Manufacturer narrative:
Corrected information: further analysis determined that the tear in the seal near the guide ring was not significant to the catheter¿s in-vivo performance. (B)(4)

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported conclusion code is being updated/corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).